Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 300-550 mg/dl. A correction bolus via the pump was delivered and the basal settings were changed to address bg.